Manufacturer narrative:
After battery installation, both the left and go back keypad buttons were unresponsive plus the red notification led was constantly. After further review of the unit's interior, there was mold on the keypad flex connector located at the bottom of electrical board as well as on the terminal of the flex cable itself. Unable to perform the displacement, and self tests due to the unresponsive keypad buttons. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. In addition to this, there's a horizontal crack on the battery compartment about centimeters above the bottom of the unit.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had keypad was unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer removed battery and issue persisted. The insulin pump will be returned for analysis.